Manufacturer narrative:
Other applicable components are: product ID 3888-56, lot# unknown, product type: lead; product ID neu_stylet_acc, serial# unknown, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead; product ID 3888-45, lot# v454084, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead; product ID 3888-56, lot# v077190, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Analysis of the returned lead (unknown lot/serial number) found that the outer insulation was torn under contact #0 and separated 3.9 centimeters from the proximal end of the lead. (B)(4).

Event description:
Information was received from a patient and from a healthcare professional via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had one lead epidurally that was no longer providing appropriate coverage to the left leg and two leads placed subcutaneous that had migrated causing the patient to no longer receive back coverage. All were to be replaced and the revision was occurring on (B)(6) 2016. It was unknown if the component was twisted or coiled. It was reported that stylet use difficulty occurred intra-operatively. While trying to pull the stylet out of the lead insulation and the lead was breached/torn. The stylet damaged the lead and the damage was caused during the procedure. The insulation pulled apart when the nurse unseated the stylet incorrectly. It was noted that they would be returning the damaged product. It was noted that the entire system was replaced. Post-operatively the patient had good coverage of the low back and left leg. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.